Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received hardware low level failures error. The customer's blood glucose level was 73 mg/dl at the time. The customer was assisted in troubleshooting and it was reported that they were able to clear the alarm and able to complete insulin pump rewind. The customer had received pump error twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin of the ambient light sensor. (B)(4).